Manufacturer narrative:
H4: the lot was manufactured from may 26, 2020 - may 27, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which showed fluid inside the bladder of the device suggesting a no flow may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) did not infuse medication. This issue was identified during patient infusion. The device was filled with fluorouracil 4854mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.